Event description:
It was reported that during patient treatment, the ventilator did not measure any expiratory tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested. The user facility investigated the ventilator and found that the root cause of the loss of expiratory tidal volume was a leakage in the patient circuit system. The ventilator was cleared for clinical use. No parts were replaced and no ventilator logs were provided. There are no indications of ventilator malfunction, the root cause of the loss of expiratory tidal volume was attributed to a leakage in the patient circuit system. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).